Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in the clinic for a routine follow up with hypotension. Device was interrogated and found to be normal. The patient was not a candidate for standard heart failure therapy due to hypotension, which was secondary to parkinson's disease. Patient was to follow up in 6-7 months. It was later reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.